Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to infection. Systemic infection was suspected. The patient was extremely sick during and after the procedure. No additional information was available.